Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, it was noted that the wire of the proglide got stuck in the device's anchor. The device was not used. A new proglide device was used in the procedure to achieve hemostasis. Return device analysis indicated that the proglide device had been used in the patient. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported wire got stuck in the device's anchor was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined. Manufacturing and research and development engineering reviewed the case details including the returned device condition, and concluded suture may have been deployed above the vessel and manipulation or handling contributed to reported suture stuck on the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.